Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps tip was unable to move when inserted into the patient's eye using the trocar and attempting to grasp the membrane during vitreous surgery. The surgery was completed after replacing the product with another forceps. There was no harm to the patient.